Manufacturer narrative:
The device was not returned for evaluation. The procedural imagery provided by the site shows the following events: the valve was able to be fully deployed. The distal portion of the delivery system seems to be separated at the sheath distal tip. The device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions were reviewed: IFU for commander delivery system, device preparation manual, and device training manual. No IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2020 - (B)(6) 2021 for the commander delivery system (all models and sizes) was performed with the codes identified below were reviewed for similar events and root cause identification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported events were confirmed by the provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, "the first attempt to withdraw the balloon in, the ds was in rvot. At this point, the withdrawal difficulties were found, then the gore sheath was retracted in the vena cava. Once the tip of the sheath was at vena cava, it was try again without success. The ds was caught at the seals of the sheath and the balloon separated while doing so" per training manual "retract sheath and delivery system into the vena cava". As such it is possible that due to suboptimal positioning of the sheath, the balloon caught on the sheath tip leading to the withdrawal difficulties noted. And as excessive manipulations were used to overcome the withdrawal difficulties inside the sheath at the seals, led to the components separating. Available information suggests procedural factors (gore sheath in the wrong place, excessive manipulation) contributed to the reported event.

Manufacturer narrative:
The device was discarded. Investigation is ongoing. This is one of two manufacturer reports being submitted for this case, this for the second delivery system. Please reference related manufacturer report no: 2015691-2021-04048.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 29mm sapien 3 valve, in pulmonic position by transfemoral approach through a 26 fr non-edwards sheath. Resistance was felt advancing the commander delivery system (ds) through the sheath due to the patient's anatomical tortuosity. During valve implantation, the delivery system balloon ruptured when valve was fully inflated with additional volume (+ 38ml). Due to balloon rupture, the valve was misplaced in the right pulmonary artery, occluding a lobar artery. A second delivery system was prepped and used in an attempt to bring the valve back into the intended position. The first attempt to withdraw the balloon in, the ds was in the rvot. At this point the withdrawal difficulties were found, then the non-edwards sheath was retracted in the vena cava. Once the tip of the sheath was at vena cava, it was attempted again without success. The ds was caught at the seals of the sheath and the balloon broke while doing so. After several unsuccessful attempts to remove the balloon from the non-edwards sheath, it was decided to proceed with surgery. Patient was operated to remove the broken balloon. The sapien 3 valve was surgically removed and replaced with a surgical valve. The surgery was successful. The patient was stable.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, product code and PMA number. A correction to fields d2 and g3 is being submitted in this supplemental report.